Manufacturer narrative:
A ge service rep performed an onsite investigation. A filament calibration was performed. The system was tested and found to be working as intended and returned to service. This error occurred during a procedure with pt involvement, therefore, this malfunction may have resulted in a possible aro (accidental radiation occurrence).

Event description:
The customer reported a filament regulator failure error message, which occurred during a procedure with pt involvement, therefore this malfunction may have resulted in a possible aro (accidental radiation occurrence). There was no reports of pt injury or death associated with this event.